Event description:
It was reported that a user experienced a pairing failure with an fsl3+ sensor, which resolved after the user rescanned the sensor and received glucose readings immediately. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no alarms. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed a transient pairing issue that resolved with standard rescan guidance, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or connectivity variability that was mitigated through routine troubleshooting.